Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the patient experienced a severe infection. The patient's pump pocket suture wound opened up approximately 1.5 inches and the site needed to be drained. There were no pump issues reported, and the patient underwent a pump pocket revision surgery on (B)(6) 2017.